Event description:
The ventricular assist device (vad) engineers reported that the console (aic) was showing ¿system self-check failure: change console immediately¿ when powered on. The vad engineers alerted team and used a different console for case. There was no patient harm reported.

Manufacturer narrative:
The console (aic) was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted upon completion.